Manufacturer narrative:
Investigation summary: customer returned (2) loose 3/10cc syringes. Customer states that they have issues removing the cannula shield and sometimes the needle/hub stick in the shield and separate from the syringe. Both syringes were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 8274863. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates and shield difficult to remove). As per investigation completed by manufacturing, "on 19aug2019, holdrege received (2) loose 3/10cc syringes. All samples were decontaminated per (B)(4) prior to being evaluated a visual evaluation of syringes found (2) syringes with no needle assemblies attached to them. The needle assemblies were separate from the syringes. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringes. There did not appear to be any damage to the core pins. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. (B)(4) was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. "

Event description:
It was reported that relion® insulin syringe is separating from the hub. This was discovered during use. The following information was provided by the initial reporter: material no: 328512, batch no: 8274863. It was reported by the consumer that they have issues removing the cannula shield and sometimes the needle/hub stick in the shield and separate from the syringe. Event description per snow case states 3/10ml, 31g, 8mm. Relion pet owner reported she's been having problems in the last 30 days with this box only, removing the shields. Stated both needle and hub get stuck inside shield. Does not have specific occurrence date or count of syringes affected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a.

Event description:
It was reported that relion® insulin syringe is separating from the hub. This was discovered during use. The following information was provided by the initial reporter: material no: 328512, batch no: 8274863. It was reported by the consumer that they have issues removing the cannula shield and sometimes the needle/hub stick in the shield and separate from the syringe. Event description per snow case states 3/10 ml, 31g, 8 mm relion pet owner reported she's been having problems in the last 30 days with this box only, removing the shields. Stated both needle and hub get stuck inside shield. Does not have specific occurrence date or count of syringes affected.